Event description:
It was reported that the customer experienced a high cause was not known. The customer did not take any action to address the high blood glucose and declined further assistance, including a supplies or system check.